Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 271 mg/dl while using an ilet system and troubleshooting identified an infusion delivery issue consistent with an occlusion that resolved only after changing the tubing and site. The user declined to replace all supplies at first to conserve insulin, but glucose returned to range after the supply change. Customer care provided support that included guided troubleshooting and education on infusion set replacement. Investigation of this case revealed an infusion set occlusion or flow restriction that was corrected by replacing the infusion components, indicating device performance was restored with new supplies. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the hyperglycemia without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion or blockage leading to interrupted insulin delivery.